Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received about the identification and asset information for this previously unknown tachy device. No additional allegations or patient issues related to the event have been noted.

Manufacturer narrative:
This tachy device remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this tachy device exhibited shock impedance values greater than 125 ohms. This patient is scheduled for a revision procedure within the near future. There were no adverse patient effects reported.

Event description:
Additional information was received that a revision procedure took place. The distal coil was reconnected, and after the procedure, the shock impedance measurement was 53 ohms. This patient was recently followed-up, and everything was within normal range.